Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of a 7.6 cm in diameter abdominal aortic aneurysm. The proximal aorta was 20-24 mm in diameter and 11 mm in length. There was mural thrombus present in the proximal neck. It was reported that a reliant balloon was being used to touch up an endurant stent graft. During the 1st expansion of the graft, the balloon ruptured. The physician removed the balloon from the patient and used another manufacturer's balloon to complete the procedure. The physician may have expanded the balloon a little strong to avoid a potential type ia endoleak; this combined with mural thrombus in the neck may have caused the rupture. There was no endoleak during the procedure. The physician does not believe the failure was due to the reliant balloon. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: balloon rupture. Anatomy related; mural thrombus in the neck. Balloon over inflation. Conclusion: anatomy related; mural thrombus in the neck. Balloon over inflation.